Manufacturer narrative:
The instrument was within quality control (qc) specifications with respect to controls and reproducibility. Controls were run before and after this incident with acceptable results. Instrument sensitivity was set at [2222] which is mid level for all settings for instrument generated flags. Customer cancelled svc call. The field svc engineer (fse) did not evaluate the analyzer. Raw data analysis was performed. There is an abnormal pattern that blast cells typically display. In each of these samples, the pattern did not meet the blast flagging criteria designed in the instrument, therefore, flagging did not occur. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 4 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00467, 00501, 00502.

Event description:
On (B)(6) 2008, customer reported samples from the same pt were not flagged for the presence of blast cells when tested using a coulter lh 750 hematology analyzer. This occurred over several days. Erroneous test results were obtained on (B)(6) 2008. These results were reported out of the laboratory. There was no death or injury reported. Pt treatment was delayed because the blast cells were not initially flagged. This event represents event 4 of 4 events reported by this customer for this pt.